Manufacturer narrative:
All available patient information was included, no additional patient information are available. The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts including the ict module and the issue was resolved. The ict module was determined to be the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the ict module were identified.

Event description:
The customer reported falsely elevated alinity c sodium results on four patients. Results were reported to medical provider. The following data was provided. Sid (B)(6); initial result = 162 mmol/l, repeat result = 141 mmol/l. Sid (B)(6); initial result = 163 mmol/l, repeat result = 141 mmol/l. Sid (B)(6); initial result = 160 mmol/l, repeat result = 143 mmol/l, repeated again= 143 mmol/l. Sid (B)(6); initial result = 169 mmol/l, repeat result = 138 mmol/l. The customer uses reference range for sodium 136-145 mmol/l. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity c sodium results on four patients. Results were reported to medical provider. The following data was provided. Sid (B)(6); initial result = 162 mmol/l, repeat result = 141 mmol/l sid(B)(6); initial result = 163 mmol/l, repeat result = 141 mmol/l sid (B)(6) initial result = 160 mmol/l, repeat result = 143 mmol/l, repeated again= 143 mmol/l sid (B)(6); initial result = 169 mmol/l, repeat result = 138 mmol/l the customer uses reference range for sodium 136-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID; sid (B)(6) sid (B)(6) sid (B)(6) sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.